Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 90% stenosed proximal left anterior descending artery. After predilatation was performed with a 2.0x15 mm balloon catheter, a 3.5x48 mm xience xpedition was deployed in the lesion; however, a dissection was observed. A 3.5x12 mm xience xpedition was deployed to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.